Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced their chest "jumping" and hurting. They noted they are having "big problems" with their implantable pulse generator (ipg) and that a "glitch" had been found on the device. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced their chest "jumping" and hurting. They noted they are having "big problems" with their implantable pulse generator (ipg) and that a "glitch" had been found on the device. The ipg remains in use. No further patient complications have been reported as a result of this event.